Event description:
Upon receipt of additional information, it was determined this product should not have been reported under our warsaw, indiana location. This report should be voided and a corrected report will be filed under our bridgend, UK location.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under our warsaw, indiana location. This report should be voided and a corrected report will be filed under our bridgend, UK location.

Manufacturer narrative:
(B)(4).(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02116.

Event description:
It was reported during surgery the liner did not fit the cup. A new liner wasn¿t available. A new cemented cup was implanted after removal of the uncemented cup. 15 min delay. No additional information.